Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: rebooting was observed in the black box. The battery was not returned with the pump for investigation. No damage or evidence of moisture damage was found to the battery compartment or cap. The battery cap attached securely to the pump and the pump powered on normally. The pump was exercised for 29 hours without interruptions. A battery cap contact test was performed and no connection issues were found. The pump was opened and no defects were found to the power circuit. Unrelated to the complaint, one of the circuit board components came loose from the board. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient reported that the pump has been losing power approximately 1 time per day over the past week and has been warm when this happens. The patient indicated that the last time his pump lost power his blood glucose rose to 430mg/dl with no other issues. This does not meet animas criteria for an adverse event. This report is being made based on the allegation of the pump losing power.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.